Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that last week they had a procedure done and they were told to turn their therapy off. Patient stated that they turned their therapy back on but they didn't look at the number that was on before they turned it off. Patient started with 2.0 and didn't feel anything so they went up one and they felt something but it was very light. Patient then said that they increased one more and they could feel the little tingle that they had felt before and they left it like that but they kept having to run to the bathroom like before they even started using it. Patient went up another number and felt comfortable with it but then they started feeling something that was like a burn. Patient said that it wasn't like something was burning them but was a feeling that wasn't too comfortable. Patient noted that the therapy was working fine as far as keeping them from having to get to the restroom but it didn't work as well when they had the tingle feeling. Patient confirmed that it felt like they had more control when they were feeling the tingling sensation on their implant. The patient reported painful stimulation. Agent reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.